Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the correct the device return date in section d9, update section h3, and to provide the completed investigation results. One tr band 2 and inflator were returned for evaluation. The sample was subject to visual analysis. No visible damage was noted on the band or inflator. There is no air left in the balloons. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and the band was submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tubing and balloon tab weld near the band. The sample was placed under microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab. The ops quality engineer (qe) was notified about this issue, and non-conformances (nc) was initiated. Non-conformances (nc) will contain root cause analysis and corrective actions. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: director. A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved tr band had a hole in the band. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required.